Event description:
Information received described poor heat exchange with prolonged times of patient cooling and re-warming noted. The device was used thoughtout the case. No additional consequence beyond some initial blood loss was reported for the patient.